Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up the atrial lead exhibited loss of capture and loss of sensing. X-ray confirmed that the lead had dislodged in superior vena cava. The lead was explanted and replaced on (B)(6) 2014. The patient did not suffer any complications.